Event description:
Difficulty breathing [dyspnoea]. Didn't see any info on scent...fragrance information in small letters...fragrance trigger...opened package and immediately had difficulty breathing. [Perfume sensitivity]. A spontaneous report was received via email on 03-nov-2021 from a female consumer, age unspecified, who opened a package of always medium adult incontinence discreet base version long heavy 39 count, on an unspecified date, and immediately had difficulty breathing. She had specifically ordered a scent free product in her online shopping order; a scent free product was imperative because she had anaphylactic responses to fragrance. She had not seen any information on scent when she looked at the package prior to opening it, however a family member later identified fragrance information on the side of the package. The consumer used her epipen and went to the emergency department. Additional treatment was not specified. Product usage details were not specified. It was unknown if this version of the product had been used previously, and unknown if product use was started or stopped. The event outcome of difficulty breathing recovered in 5 hours (date unspecified). The event outcome of perfume sensitivity was recovered. The case outcome was recovered. Relevant history: she was disabled. Concomitant product(s): none reported. No further information was provided.

Manufacturer narrative:
(B)(6) 2021: there is insufficient information to perform a product investigation.